Event description:
Dr. Was performing neuro surgery while using the headrest and the head slipped and fell from the clamp.  There was not an injury but the hospital wanted to know what happened. (B)(6) 2011: spoke with (B)(4) a sales representative from (B)(4) about the event. He stated that the head did slip during the patient procedure but no patient injury was reported to him. He stated he felt it was probably user error. He will be getting me the doctors contact information so I may follow up with her as well. (B)(6) 2011: spoke with (B)(6) the office manager at dr. (B)(6) office she indicated the information we have is correct that the patients head slipped during the surgery, she was not aware of a patient injury. She will pass writers information on to dr. (B)(6) so she may inform carefusion of additional information if she likes.

Manufacturer narrative:
(B)(4). No instrument was received for evaluation. The lot code cannot be determined without sample, and no lot code was reported. Without the lot code we are unable to review the device history records. Without the actual sample, we are unable to confirm your report and assign a root cause for your complaint. A historical complaint review was conducted with no trend found for this type of complaint on this product code. No corrective actions taken at this time. If the product is returned in the future, an investigation will be reopened to evaluate the returned sample.